Event description:
It was reported the lv (left ventricular) lead had dislodged very early after implant. Because of the degree of difficulty with original placement, and the patient's overall condition, the physician elected not to go in and reposition or replace the lead, so it was capped. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.